Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from november 27, 2019 - november 28, 2019. H10: the actual sample was received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by filling the bag with tap water and no issues were noted. The reported condition of leak was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had tube leakage. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available